Manufacturer narrative:
Patient city: (B)(6). Patient country: unites states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 29-may-2024, it was reported by the patient infusion set cannula was crimped 45 degree bent within 2 days of insertion. Infusion set was placed in abdomen. No further information was available.